Event description:
A site reported to rxsight that during primary cataract surgery, two different light adjustable lenses (lal, sn 70067190129 and sn 70067190128) were damaged during loading into the injector and were not suitable to be implanted into the patient. The patient returned to surgery a few days later and another lal was successfully implanted. Rxsight's first awareness of this event was on 08/15/2024.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).